Event description:
Lead was explanted due to high shock impedance with cause indeterminable. New lead implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the leads under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica 7 vr-t dx df-1 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for approximately 9 months and 12 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Protego df-1 promri s dx 65/15: upon receipt the lead was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through in the distal region, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Plexa promri df-1 s dx 65/15: the lead was subject to an extensive analysis. A thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.